Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd veritor¿ at-home covid-19 test had a false negative result. Eua# eua(B)(4). The following information was provided by the initial reporter: "customer stated that she had ran the first test on her son... And got a negative result but the test stick had two lines on it and in other test that they have taken two lines meant positive so she used a test from her job to run on him... And got a positive result. Customer ran the second bd vah test on her son again today... And got a negative result again and she wanted to know if the result was accurate."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿was negative however another (manufacture) test was positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported bd veritor¿ at-home covid-19 test had a false negative result. Eua# (B)(4). The following information was provided by the initial reporter: "customer stated that she had ran the first test on her son and got a negative result but the test stick had two lines on it and in other test that they have taken two lines meant positive so she used a test from her job to run on him and got a positive result. Customer ran the second bd vah test on her son again today and got a negative result again and she wanted to know if the result was accurate."